Event description:
Caller reported an error with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions for a complete pump reset, and the caller will reset the pump at their convenience and follow up if the issue continues.